Event description:
It was reported the pt was no longer receiving stimulation and was unable to communicate with his ipg. Replacing the charger did not resolve the issue. The scs rep met with the pt and confirmed the issue. A second replacement charger was sent to address this issue. The pt also indicated he has lost about 100 pounds. X-rays indicated the scs ipg appears to have flipped. The pt was to meet with the physician to determine the next course of action.

Manufacturer narrative:
Correction/removal reporting #: 1627487-12192011-003-r. This ipg serial number is included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.